Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent fluid. On the same day as the event onset, the patient was hospitalized for the event. On an unknown date, the patient was discharged from the hospital. The cause and treatment were not reported. Action taken with pd therapy and patient outcome were unknown. No additional information is available.